Event description:
The manufacturer received information alleging a ventilator required service. The device is missing feet, the sd door is loose, and the internal battery is permanently failing. There is no harm or injury reported. No medical interventions are specified. During the evaluation of the device at the manufacturer's service center, the customer allegations were confirmed. The internal battery and feet were replaced.